Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested further info regarding the complaint to aid in our investigation. We will provide a follow-up report upon receipt of the requested info and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the lower head of an iw910 mobile infant warmer was broken. No pt consequence was reported.